Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out of range shock impedance measurements above 200 ohms on the non-boston scientific right ventricular (rv) lead. Technical services (ts) was consulted, and upon review it was noted that there was noise on the rv lead and non-boston scientific left ventricular (lv) lead, causing oversensing and pacing inhibition on the lv channel. Possible loss of capture (loc) and a suspected fracture was also noted on the rv channel. Ts advised on further in office evaluation of the system. As a result, this crt-d system was reprogrammed with tachy therapies off. No additional adverse patient effects were reported. This left ventricular (lv) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).